Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm equistream d/l catheter, one stylet and one tunneler were returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is unconfirmed for damaged/defective catheter, as no anomalies/defects were identified in the catheter. However, the investigation is confirmed for broken tunneler tip, as a full break was identified in the plastic tip of the tunneler. The distal fragment of the tunneler plastic tip was found to be lodged in the distal end of the catheter venous lumen tip. The findings from the sample evaluation are consistent with fracture and material separation issues. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. (Expiration date: 08/2020).

Event description:
It was reported that during dialysis catheter preparation, the tip on y connector allegedly broke off prior to use on patient. There was no patient contact.